Manufacturer narrative:
Beckman coulter (bec) customer technical service (cts) troubleshooted the instrument with the customer via telephone, but the customer was not able to resolve the issue. A bec field service engineer (fse) was dispatched to the site. The fse adjusted the rinse block and noticed the rinse block was not able to travel down the probe completely. The fse removed the blood sampling valve (bsv) module and lubricated the linear rail that guides the rinse block arm. The fse then used the rinse block adjusting screw to align the center tubing on the rinse block with the hole in the back of the aspirator tip. The instrument was able to run without leaks. All repairs were verified per established procedures.

Event description:
The customer reported a leak from a coulter lh 500 hematology analyzer. The volume of the leak was approximately one (1) to five (5) ml and was not contained within the instrument. There were no errors generated at the time of the leak. The instrument operator was wearing glasses, a lab coat, and gloves when the leak occurred. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.